Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the device failed functional testing. While in the device software, the pacing and sensing light emitting diodes (leds) of the device would either not light at all, or one would remain on. The device is being scrapped and saved for failure analysis. A replacement device was issued to the customer.

Event description:
It was reported that the analyzer, originally returned as an associated device, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.